Manufacturer narrative:
Section d9: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not able to be reproduced during evaluation of the returned heartmate ii system controller. On (B)(6) 2024 at 17:53:07, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery fault alarm remained active through the remainder of the log file and did not impact the controller¿s ability to support the pump. There were no additional notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), passed all preliminary testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. Throughout testing procedures, multiple load tests were performed and no atypical alarms were able to be reproduced. The provided information indicated previous backup battery exchanges on (B)(6) 2024 and (B)(6) 2024 which are captured in (B)(4) respectively. The exchange of the system controller resolved the backup battery fault alarms. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The insulation of the underlying wires was tested in the white power cable and passed without issue. The resistance of the underlying wires in the white power cable had resistances above the expected resistance threshold of 0.5 ohms, which is indicative of early-stage conductor breakdown. Wire fatigue was found on the white power cable. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2014. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. This section also warns the user against twisting or sharply bending the power cables to avoid damaging them. The heartmate ii instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate ii instructions for use, section 8, entitled ¿equipment storage and care¿, covers maintenance, care, and use for the power cables. The heartmate ii patient handbook (rev. C) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller exchange resolved the alarms.

Event description:
It was reported that the patient had an emergency backup battery (ebb) replacement for ebb faults on 16jul2024. The log file captured ebb fault alarms beginning at 05:49 pm on 16jul2024. The system controller was replaced on 17jul2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.